Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient's right ventricular (rv) pacing lead had become dislodged shortly after initial implant. The rv lead was revised and after the revision, the threshold increased and was high. The following day, it was determined a perforation had occurred and the patient coded resultant of the ensuing cardiac tamponade. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 implantable pacing lead, (B)(6) 2013; a2dr01 implantable pulse generator, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.